Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
It was reported that the head trial was broken during trial reduction in tha. Another neck length product was used instead of it and the procedure was completed. Particles occurred, but they were removed.

Manufacturer narrative:
An event regarding a fractured trial head involving a partnership trial head was reported. The event was confirmed. Method & results: device evaluation and results: a material analysis has been performed. The report concluded: "the device fractured in overload, with the fracture propagating radially outward from the inner diameter of the v40 trial. No material or manufacturing defects were observed on the surfaces examined." Medical records received and evaluation: not performed as medical records were not provided for evaluation. Device history review: review of device history records indicates the lot was manufactured and accepted into final stock free of discrepancies. Complaint history review: there have been no other events reported for the lot referenced. Conclusions: a material analysis concluded the device fractured in overload. No further investigation for this event is possible at this time. If additional information become available, this investigation will be reopened and re-evaluated.

Event description:
It was reported that the head trial was broken during trial reduction in tha. Another neck length product was used instead of it and the procedure was completed. Particles occurred, but they were removed.